Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd was not able to determine the root cause of the failure since the sample was not provided and the sample was used. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the syringe 5ml ll tip bulk convenience pak experienced foreign matter in the fluid path. The following information was provided by the initial reporter: during 100% visual inspection of ephedrine sulfate batch, one syringe was rejected for a hair found in drug solution. A quality decision was made to scrap all ephedrine sulfate units in tote. All 98 units accepted during 100% visual inspection of tote 5 were disposed of in a red sharps bin and transferred to the warehouse. The rejected unit with the hair found inside the syringe was segregated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml ll tip bulk convenience pak experienced foreign matter in the fluid path. The following information was provided by the initial reporter: during 100% visual inspection of ephedrine sulfate batch, one syringe was rejected for a hair found in drug solution. A quality decision was made to scrap all ephedrine sulfate units in tote. All (B)(4) units accepted during 100% visual inspection of tote 5 were disposed of in a red sharps bin and transferred to the warehouse. The rejected unit with the hair found inside the syringe was segregated.